Event description:
It was reported that pump issued cartridge alarm and caller noted prior cartridge alarms with consecutive cartridges, although there was no exposure to magnets and issue did not occur during load process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on backup method if needed, while technical support confirmed warranty and software status, provided storage mode instructions, arranged return of problematic pump within 10 days, and sent replacement pump with guidance to program pump settings and reconnect continuous glucose monitor.